Event description:
Coil embolization of left internal iliac artery was performed on (B)(6) 2011. The procedure was completed without any notable problems. On (B)(6) 2011, CT revealed edema in the region that the coils were placed. No symptom caused by bacteria was observed, but the physician considered it as infection since the symptom was improved after administration of antibiotic. The symptom was not completely resolved.

Manufacturer narrative:
(B)(4): infection is not specifically labeled in the IFU. Each packaged device is inspected to confirm that the packaging is not damaged and that the package seals are complete. Devices are packaged to prevent damage and maintain sterility. The devices are manufactured in controlled production environments and routine bioburden monitoring is performed. Sterilization process has been validated. The devices were not returned to assist in our investigation. The devices are checked several times during manufacturing to assure sterility and manufacturing in a controlled production environment. It is possible that the infection was related to the procedure or other devices used and not the manufacturing of the embolization coils. However, a definitive root cause cannot be determined at this time. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.